Manufacturer narrative:
Investigation summary: one photo and one loose 5ml syringe was received loose in a box without any packaging. It was visually evaluated. The syringe had a label attached ¿nacl¿ to the barrel wall. White crystal-like residue was observed on the stopper surface in the fluid path, indicating the sample had been manipulated. A portion of the luer collar was observed to be damaged with a piece of the plastic peeled away from the tip. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Though it is possible the barrel was damaged by metal tooling during marking or assembly processes, the returned sample had been manipulated. It is possible the damaged occurred during manipulation after the product had left the plant. No corrective actions will be taken since the product defect could not be confirmed to have originated at the manufacturing plant.

Event description:
It was reported that the luer of the syringe is damaged with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: we have a complaint for one of your syringes. Complaint description: our customer reported the following issue: the luer lock of the syringe is damaged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer of the syringe is damaged with a bd syringe 5ml ll bns. The following information was provided by the initial reporter: we have a complaint for one of your syringes. Complaint description: our customer reported the following issue: the luer lock of the syringe is damaged.